Event description:
It was reported that when inflating the cuff of the endotracheal tube, the cuff was found to be ruptured, during use, it came into contact with sharp objects, and the inflation volume did not exceed 5ml., replaced the endotracheal tube. Procedure was delayed by 10 minutes.the procedure was completed with backup product. There is no patient injury. Additional information recieved after follow up that before intubation, the tube cuff was checked and found no problems. After the intubation was completed, the cuff was found to be ruptured during inflation.

Manufacturer narrative:
H3: product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the device found that visually, the inflation tube was not properly inserted into the inflation lumen when returned. There was contamination on the distal portions of the device including the cuff balloon and blue band area. Functionally, a syringe was used to inject 20cc of air into the cuff and the cuff deflated immediately. For further analysis, a leak test was performed by submerging the device in water and bubbles (leakage) were observed at the inflation tube/lumen connection on the tube. Correction: updated section d g4: 510k updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.